Event description:
It was reported to boston scientific corporation that a wallflex enteral colonic stent was implanted within the colon of a patient on (B)(6), 2012 during a stent placement procedure. According to the complainant, the stent was being implanted to treat a malignant stricture within the transverse colon. During the procedure, a wallflex enteral colonic stent was implanted within the transverse colon, near the splenic flexure, without any issues. On (B)(6), 2012, the patient developed abdominal pain and went to the emergency room (ER). The physician administered medication to control the patient's pain and sent him home. However, on (B)(6), 2012, the patient experienced continued pain and returned to the ER. Subsequently, the patient was admitted into the hospital, and upon examination the physician found a perforation within his colon. In the physician¿s assessment, the "analis side" of the stent had pushed the transverse colon downwards and it had perforated the normal mucosa of the intestinal tract. However, the physician also noted that the stent did not migrate, but rather it was an anatomical or operational issue. As a result of this event, the patient was immediately sent to surgery. During surgery, the patient's right side of his large intestine was resected, and an artificial anus was created. The stent was removed during the resection. Following surgery, the patient was admitted into the intensive care unit (ICU) and treated as an inpatient. The physician noted that the patient developed an abscess post-surgery as a result of the artificial anus. The patient was treated for the abscess in the ICU. Reportedly, the patient remained in the hospital as of (B)(6), 2012.

Manufacturer narrative:
Patient weight: (B)(6). The device was not returned; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Perforation is a known complication associated with the use of this device, and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.